Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The initial visual inspection identified the reported issue and found particulate matter inside the eva bag. Analytical testing identified the particulate matter as abs fibers, arranged in a woven pattern, that is consistent with filter material not used during baxter's manufacturing process. Investigation identified this defect as component supplier caused contamination. A supplier correction action has been initiated. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have particulate matter inside the bag. This event was detected before patient use; therefore, no patient involvement or adverse events occurred. No additional information is available.